Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and entered safety mode. Subsequently, this patient underwent a revision procedure and this product was successfully explanted and replaced. No further complications or patient symptoms were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed an arc mark on the rear left edge of the case. It was verified that the device had a battery status of end of life (eol) with a battery voltage of 3.081 volts. It was determined that end of life (eol) was declared due to a charge time out. Prior to this, the device appeared to be depleting normally up to the time of eol declaration. Detailed analysis confirmed that the device had shocked into a shorted lead condition, damaging the device. Shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform within specifications post shorted lead event and further testing can result in further damage therefore, no further analysis was performed. The clinical observation was confirmed and determined to be induced.